Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor patch occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient had developed rashes along the edges and the size of the sensor patch. The patient was provided cortisone ointment by a healthcare personnel (hcp) to treat ¿old scarring¿ from previous reactions. No details were provided concerning ¿old scarring¿; however, the patient had reported skin reactions associated with the sensor patch in (B)(6) 2020. No additional patient or event information is available.